Event description:
A dialysis facility reported that there was excessivve fluid removal during a hemodialysis treatment. The pt became hypotensive and c/o cramps towards the end of treatment. She was given 600 ml of saline and was discharged in stable condition but her access had clotted. Based on the reported weights, there was a weight loss variance of approx 2.1 kg. The medical professional from the facility stated that the pt's access had clotted before when she became hypotensive. She underwent outpatient decotting and is now back to the chronic unit without long term complciations.